Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -05.00 diopter, during the same surgery due to excessive vaulting. The surgeon did not implant another lens. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the optic broken. The lens haptic was broken and bent. Verification of the length (diameter) was performed and the lens was found to be in specification. Unable to complete width measurements due to haptic part was significantly damaged. Claim # (B)(4).